Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g4; h2; h3; h6. Reported event was confirmed via medical records and radiographs that were reviewed by a health care professional. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event for the insert. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157858-m2a-magnum pf cup 58odx52id-829560; 157452-m2a-magnum mod hd sz 52mm-220570; 139268-m2a-magnum 52-60mm tpr ins std-532050. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02976, 0001825034-2020--02977, 0001825034-2020-02979. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported the patient underwent a left hip revision approximately 11 years post implantation due to altr, swelling, in-vivo corrosion and implant wear. During the procedure the biomet magnum sleeve was found to be cold fused to the trunnion of the biomet taperloc stem. Thickened pseudocapsule was noted and large effusion which was non-purulent. Some black corrosive material was noted within the synovium consistent the metal-on-metal bearing and metal wear debris. The biomet magnum femoral head and sleeve were noted to be cold fused to the trunnion of the taperloc stem. Minimal corrosion was noted after appropriate cleaning of the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.